Event description:
It was stated that the tubing guide is broken. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the tubing guide broken on the top case; plunger and plunger tube both have deformities like cracks and bends. Error history log has "force sensor bgnd test". Functional testing found the pump has no error occurring. The pump functioned without any error occurring. The pump makes a noise when moving the plunger, which shows that the lead screw is very worn. The complaint was confirmed. Root cause was attributed to the worn lead screw and plunger. Replaced plunger and plunger tube, top case and lead screw. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.